Event description:
The manufacturer received information alleging a ventilator was not delivering the set tidal volume. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
Initially it was reported, the manufacturer received information alleging a ventilator was not delivering the set tidal volume. There was no harm or injury reported. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board and blower motor were replaced to address the issues. The replaced components were forwarded to the manufacturer's product investigation laboratory for further investigation. The components passed all testing and were found to operate as designed.